Manufacturer narrative:
Physio control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177. The customer received a replacement device.

Event description:
A device came back from a customer under recall z-0837-2007. When the unit was received and evaluated by physio-control, it was observed that it would not power on. There were no reports of patient use associated with this event.